Event description:
It was reported, the patient had a surgical revision on (B)(6) 2011. The implantable neurostimulator (ins) was moved from the contralateral side and a new pocket was created. The lead was replaced. The patient's pain was resolved. The patient recovered without sequelae. The cause of the event was unknown.

Manufacturer narrative:
Product ID, 3889-28 lot# v802403 serial# implanted: 2011 (B)(6), explanted: 2011 (B)(6). Product type lead; product ID, 3037 lot# serial# (B)(4), implanted: explanted: product type programmer, patient. (B)(4).